Manufacturer narrative:
(B)(4). No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.

Event description:
It was reported that a patient received inappropriate shocks after the device implant. The patient was still in the hospital at the time and was about to leave the hospital when they received the inappropriate shocks. Noise and far-p oversensing were suspected. The device was explanted and replaced.